Event description:
This unsolicited device case from united states was received on (B)(6) 2015 from a patient. This case involves a female patient of unknown age who had surgery on her right knee, leg stiffness, in morning her leg is very stiff, she couldn't bend her knee at all, knee was able to flex 134, after the shot it was 90, pain goes down to her calf and hurts in the back part of the knee, like inside the bend after starting treatment with synvisc one. The patient's medical history, past drugs, concomitant medications and concurrent conditions were not reported. On an unknown date in 2012, the patient started treatment with intra-articular synvisc one injection at a dose of 6 ml every 6 months (lot number and expiry date: not provided) for osteoarthritis. The patient had received the synvisc one injections every 6 months in both knees, but her 2 most recent injections were just in her left knee. On an unknown date in (B)(6) 2014, the patient underwent surgery on her right knee. The patient received last injection on (B)(6) 2015, and she had really strong pain with that shot, and leg stiffness, to the point she couldn't bend her knee at all. The patient had some pain with the previous injections, but not this bad, and it would only last for about 3.5 weeks. The patient had been going to physiotherapy (pt) which had definitely improved the stiffness, but she was also taking a muscle relaxer per her healthcare professional (hcp) and that might be the reason the stiffness had improved. In the morning, her leg was very stiff, and it "takes an hour to get it moving more comfortably". The patient reported that it hurt in the back part of her knee, like inside the bend, and went down to her calf. Before this shot her knee was able to flex 134, after the shot it was only 90, but then with pt ti was up to 110., but not back to the previous level. Problem was not resolved. The patient stated that she might need the same surgery (as previously done on right knee) on her left knee now if it did not improve. The patient did not specify the type of surgery. Action taken: unk. Corrective treatment: physiotherapy, muscle relaxant for all events except surgery on her right knee. Outcome: not recovered/not resolved for leg stiffness, in morning her leg is very stiff, she couldn't bend her knee at all. Knee was able to flex 134, after the shot it was 90 and hurts in the back part of the knee, like inside the bend and unknown for rest of the events. A pharmaceutical technical complaint was initiated and results were pending for the same. Seriousness criteria: important medical event for surgery on her right knee.

Manufacturer narrative:
Pharmacovigilance comment: sanofi company comment dated (B)(6) 2015: this case concerns a patient who received synvisc-one for osteoarthritis. Patient had a surgery in right knee. Based on the information received and evaluating event-temporal relationship the role of drug cannot be denied in causation of event. However lack of detailed information regarding indication for surgery, medical history, lab data, any concurrent medical illness, clinical course etc makes the complete medical assessment of the case difficult.